Event description:
It was reported the epg (external pulse generator) indicated low battery, and there was no pacing with a new battery. The battery was changed two times. With a new battery, the epg quickly showed low battery and ceased to pace/would not function. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event that the low battery indicator turned on and the device stopped pacing. The device passed all visual incoming testing with no anomalies found. It was also noted that the device failed incoming functional testing. (B)(4).